Event description:
Additional information received reported the patient developed (B)(6) infection, which required explant. It was also reported the patient recovered without sequela.

Event description:
It was now reported that the device was explanted due to a malfunction or a defect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had experienced infection. Reporter was not sure of the onset of infection started, indicated it to be ¿sometime between implant and explant¿. Infection was in the pump pocket and was cultured showing ¿(B)(6)¿. The entire system was explanted. Drug in the device was not reported. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.